Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device al1709 number, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture breaks during the procedure. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.